Manufacturer narrative:
D4. UDI information was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Peri-procedural adverse event/hypotension: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced lack of flow in the distal vessels. Inotropes and pressors were given. The patient experienced hypotension. The patient's family decided to withdraw care and the patient expired.